Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a cardiac tamponade occurred. Mapping had already been performed in the left ventricle and after starting in the right ventricle a perforation of the right ventricle apex was observed on the mapping system. A cardiac tamponade was not noted and the patient had no symptoms, so the procedure was continued. At the end of the procedure an echocardiogram revealed a pericardial effusion. The patient was monitored and remained in stable condition with no intervention required. There were no performance issues with any abbott devices.